Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
A portion of this product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a replacement procedure was performed due to continued high right ventricular (rv) pacing impedance measurements of greater than 2000 ohms and increased threshold measurements. The crt-d was explanted and the rv lead was surgically abandoned. A portion of the lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 180 mm from the terminal pin. The proximal segment only was returned. Blood and body fluid were noted in the lumen. The field allegation was unable to be confirmed by laboratory analysis as the lead segment returned passed electrical testing.

Event description:
Boston scientific received information that the patient presented to the emergency room after hearing tones from their cardiac resynchronization therapy defibrillator (crt-d). A remote interrogation was performed which revealed high pacing impedance measurements on the right ventricular (rv) lead and crt-d. The patient was seen in the office the following day and the high pacing impedance measurements were also observed. An x-ray was taken which did not yield any significant findings. No changes to the system have occurred and the system remains in service.